Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a pressure regulation issue was observed. The device's oxygen blending module subassembly and system board were found to be physically damaged and were replaced to address the issue.